Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced suspected peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the event. The cause of suspected peritonitis was unknown. The treatment for the event was reported as unknown. Action taken with pd therapy was not reported. At the time of this report, the patient was recovering from the event. No additional information is available.